Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2016 software analysis was unable to determine probable cause with the information provided. (B)(4) 2016 a medtronic representative, following-up at the site, reported the surgeon was aware that pci probe can bend and affect the accuracy. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported an inaccuracy was alleged occuring while in a cranial procedure. The procedure was a shunt placement with the passive catheter introducer. The surgeon verified the shunt and touched the outer layer of the skull and deemed being accurate. As the passive catheter introducer (pci) was inserted into the brain the tip showed mid-brain on the navigation system screen. No specific measurement was provided. The surgeon placed the shunt manually and completed the procedure without the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, discussed this event with the navigation technician for the site. The medtronic representative completed an in service on the cranial shunt placement and made recommendations regarding technique and registration. Software archives and logs were received and reviewed by an associate technical service specialist who found the touch n go error metric was 1.5 and exams were to medtronic imaging protocol.